Manufacturer narrative:
Supplemental submitted as the investigation concluded that the lift malfunction was due to the potentiometer cable becoming disconnected from the sensor coil cord

Event description:
It was reported that the one side of the bed up/down motor movement was not working. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the one side of the bed up/down motor movement was not working due to the potentiometer cable becoming disconnected from the sensor coil cord. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.